Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00129 on 17-apr-2023. Additional information (15-may-2023): siemens reviewed the instrument data and observed that on 23-mar-2023, sample identifier (B)(6) was reprocessed on the alternate dimension vista 500 instrument and high-sensitivity troponin I (tnih) result of 1789.2 ng/l was obtained. Siemens further evaluated the instrument. In addition to the service actions described in the initial report, a siemens customer service engineer (cse) replaced the aliquot probe assembly, clog detect assembly, luminescent oxygen channeling immunoassay (loci) reader, and cable access network (can) boards. Siemens concluded that a sample integrity or aliquot probe issue affected the patient sampling and potentially contributed to the erroneous result. The instrument was performing within specifications. No further evaluation of this device is required. MDR 2517506-2023-00130_s1 was filed for the erroneous result obtained on the same instrument.

Event description:
A falsely depressed high-sensitivity troponin I (tnih) result was obtained on a patient sample on a dimension vista 500 instrument. The erroneous result was reported to the physician(s), who questioned the result. The sample was repeated twice on an original instrument. The repeat results were higher than the initial result. The repeat result of 1903.6 ng/l was reported as correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tnih result.

Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that falsely depressed high-sensitivity troponin I (tnih) results were obtained on two patient samples on a dimension vista 500 instrument. The quality control (qc) was within range on the day of event. Upon review of the instrument files, it was determined that process errors were obtained on the instrument over several days. Siemens remotely assisted the customer with resetting luminescent oxygen channeling immunoassay (loci) stats and running diagnostic sequence on reagent probe 1 (r1). Additionally, the linear bearing was cleaned. Then, the belt was inspected. Next, server 1 probes were successfully aligned. A quick check and 50 sairs were also processed, which passed with no errors. A siemens customer service engineer (cse) was dispatched to customer's site. The cse replaced reagent 1 (r1) probe, lubricated the rails, auto aligned r1, and ran qc, which passed. The cause of the erroneous results is unknown. The instrument was performing within specifications. No further evaluation of this device is required. MDR 2517506-2023-00130 was filed for the erroneous result obtained on (B)(6)2023 on the same instrument.